Event description:
Pt reported that, while priming, the device generated an unclearable cartridge/adapter alert. While attempting to clear the error, pt discovered that the insulin cartridge had cracked, and approximately 10u of insulin had leaked into the device's insulin cartridge chamber. Pt's blood glucose was not affected and no treatment was received.